Event description:
It was reported to boston scientific corp that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the console was displaying multiple error messages during usage, including low water pressure and reseat heat exchanger. Per the physician, the console recorded high rectal temperatures, i.e. 43c, and aborted the procedure. Swapping out the rectal temperature monitor did not correct the problem. No pt info is known at this time.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B) (4).